Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated repeated restart alerts consistent with an insulin shaft encoder failure, which interrupted insulin delivery for extended periods and led to hyperglycemia; the device was replaced and the original was subsequently returned. Symptoms included nausea, headache, and dry mouth during hyperglycemia, with self-reported blood glucose up to 250 mg/dl and approximately seven hours outside target overnight; ketone testing was negative and no medical intervention was required. Outcomes included temporary interruption of insulin delivery and transient hyperglycemia without hospitalization. Investigation included review of user reports and device history associated with the alert indicating an insulin shaft encoder malfunction. Investigation of this case revealed an insulin shaft encoder failure within the insulin delivery subsystem, consistent with the alert and the reported cessation of insulin delivery, with no evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the insulin shaft encoder.